Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 200 units and, at the time of the call, the insulin gauge displayed a fill estimate of 30 units. There was no impact to the customer's blood glucose (bg) level. During a follow-up call on 2/02/2017, the customer confirmed that the supplies had been changed and the customer did not encounter any further issues on the pump.